Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of occlusion and was alerted by insulin flow blocked alarm. Patient was explained that the alarm was caused by set/reservoir connection. Patient was advised to replace infusion set and reservoir. No further information available.